Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported a failure to alarm for low tidal volume or a red vent disconnect at their philips intellivue information center (piic). The patient died.

Manufacturer narrative:
The device logs were reviewed and could not confirm a malfunction of the piic during the period of 2:00pm to 5:00pm. Additional information was requested, but not received. The device remains in use at the customer¿s site.